Manufacturer narrative:
Product complaint #: (B)(4). Complainant part returned . Reporter is a synthes rep. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 01, 2020, a radiolucent insertion handle and a driving cap/threaded was found at sterile processing department (spd) with an unknown allegation. There was no patient involvement. This complaint involves 2 devices. This report is 1 driving cap/threaded. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 03.010.523, lot: l814081, manufacturing site: bettlach, release to warehouse date: 25.may.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: it was reported on (B)(6) 2020, a driving cap/threaded would not long thread into the radiolucent insertion handle. The issue was found at the sterile processing department (spd). There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage . Visual inspection: the driving cap/threaded (part # 03.010.523) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the groove just proximal to the broken tip as well as the shaft diameter was measured instead. Conclusion: the measuring result does show conformity. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle se_380067 rev l during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the most proximal thread form, and therefore unable to thread and assemble. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings (B)(4) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). Sustaining engineering ticket # (B)(4) as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.